Event description:
It was reported that after balloon inflation and stent mounting onto the balloon, difficulty was encountered removing the balloon. It was noted that plastic shreds were observed on the shaft. Reportedly no pt injury occurred. Product was returned and analyzed. Upon further analysis it was determined that this product issue met MDR criteria and is now being reported.